Event description:
It was reported that a (B)(6) male underwent an aortic valve explant after an implant duration of approximately eight (8) years. Through follow up with the health care provider, it was learned that the reason for explant was not due to a malfunction of the device but due to endocarditis from an unknown source, mild aortic regurgitation, and mild aortic stenosis. Per the obtained records, there was a subaortic phlegmon which presented into the left atrium. There was no fistulous connection. There was no actual pus. Exposure near the aortic valve near the phlegmon of the mitral annulus was near impossible and thus it was felt that because of the nonexistent exposure as well as the subaortic phlegmon, it was necessary to excise the aortic valve and replace it with a 21 mm carpentier edwards magna aortic valve bioprosthesis. The patient was later weaned off cardiopulmonary bypass and was taken back to the cs sicu in guarded condition, after having tolerated the procedure well.

Manufacturer narrative:
(B)(4). The explanted device was returned to edwards for analysis. As received, leaflets 1 and 3 had vegetation in the cusp and free margin areas on the outflow aspect. Observations are consistent with infection as described in customer report. Minimal to moderate calcification was observed in the cusp area of the leaflets and on the host tissue. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 4mm. Minimal to moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 7mm. Host tissue was minimal to moderate on both the stent inflow and outflow. Therefore, the root cause of this explant was likely due to endocarditis. Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened. Existing heart disease and abnormalities increase the likelihood of developing. Endocarditis is typically classified as either infective or non-infective, depending on whether a microorganism is the source of the inflammation or not. Endocarditis is often associated with nosocomial (i.e. Hospital-acquired) sources. In this event, the patient was diagnosed with staph bacteremia. Infectious endocarditis (ie) is an infection of the endocardial surface of the heart, which may include one or more heart valves, the mural endocardium, or a septal defect. Infective endocarditis can potentially lead to leaflet disruption. Typically, infective endocarditis consists of large vegetations which have manifested from bacteria. Reported endocarditis agents are most commonly microbes that inhabit the human body (e.g. Skin, mucous membranes, respiratory tract, intestinal tract, or common infections), or the environment, and can contribute to nosocomial sources of ie. For example, the most common bacteria of ie include staphylococcus, streptococcus, and enterococcus. Staphylococci are inhabitants of the mucosa and/or skin, and can be found in sources in the environment. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote.